Event description:
Procedure: unknown. According to the reporter: the blunt tip was checked before the procedure, then inflated at approx. 30cc, during application in the trocar. When removing the trocar, the envelope of the balloon was torn off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).